Event description:
Caller indicated the (B)(4) prime meter was giving variable readings. Called and customer said she is getting large difference when comparing readings she did mention that it was about 100 points difference and that 2 days ago she got a reading of 39 and thought that was too low and she did re test with new drop of blood and got a reading of 391. She will be calling back with details and to determine if incident report is needed because she is at work and I did provide our direct number, I did let her know I would place order today. Attempts were made to gather more information but customer could not be reached.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.